Manufacturer narrative:
(B)(4) balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, when testing the balloon outside of the patient, the balloon would not deflate completely. The procedure was completed with another rigiflex balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed no visible issues on the balloon. Functional analysis was performed; the balloon was inflated and deflated normally. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint cannot be confirmed. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, when testing the balloon outside of the patient, the balloon would not deflate completely. The procedure was completed with another rigiflex balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.